Manufacturer narrative:
The event device is not being returned to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: total lap. Hysterectomy. Event description: surgeons complaint to the or supervisor about the scissors. They sustained something has changed in the instrument since they do not cut well anymore. Additional information received by email from applied medical representative on (B)(6) 2022 it was functional but with poor performance. They said they did not cut like before. The scissors did not cut from the beginning. The scissors were not used to cut staples/lap band/dense tissue. Intervention: ni. Patient status: no patient injury or illness occurred associated with the complaint event.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical continuously seeks to improve the form, function, and ease of use of its products.  As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur. Correction: d4 has been updated based on confirmation of product information from the customer. H4 has been updated to the correct manufacturing date.

Event description:
Procedure performed: total lap. Hysterectomy. Event description: surgeons complaint to the or supervisor about the scissors. They sustained something has changed in the instrument since they do not cut well anymore. Additional information received by email from applied medical representative on 15feb22: it was functional but with poor performance. They said they did not cut like before. The scissors did not cut from the beginning. The scissors were not used to cut staples/lap band/dense tissue. Additional information received by email from applied medical representative on 09may22: then quality control in the us must be right and nursed did not pass me the right information regarding the devices. They must have swapped the lots/incidents. Intervention: ni patient status: no patient injury or illness occurred associated with the complaint event